Event description:
It was reported that the patient¿s right ventricular lead exhibited noise. Noise oversensing led to multiple inappropriate shocks. The noise was reproducible in clinic. The lead was capped and replaced successfully on (B)(6) 2017. The patient was fine throughout the procedure and would be followed up normally.